Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Part:07.702.016s, lot:1k53441, manufacturing site:(B)(4), supplier: (B)(4), release to warehouse date: 01 oct 2021, expiration date: 01 oct 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent a percutaneous vertebroplasty (t12) for a spinal fracture on (B)(6) 2022. After injection of the cement, although the surgeon waited for confirmation of the cement hardening and removed the cement needle and the working sleeve, the cement came with it and was pulled into the pedicle. There was no problem. The surgeon commented that the cement may have come with it because the cement needle and the working sleeve were pulled out before checking for complete cement hardening. The surgery was completed successfully without any delay. The patient status was reported to be stable. No further information is available. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).